Manufacturer narrative:
Unit received with cracked belt clip rail case corner and battery tube threads. Unit had blank nonresponsive display due to moisture damage. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 145 mg/dl. The customer reported that they got a low battery during middle of the day replace battery, got battery failed tried 8 batteries failed, ninth battery was accepted and thirty minutes later his battery needed to be replaced, replace the battery and had the same issue. The customer stated that he received a replace battery cap but the issue had not resolved. Troubleshooting was performed for damage. There was crack under clip down to the battery compartment side. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.